Event description:
The customer reported that the nurse call cables are not sending the alarm tone to the nurse's station. The customer received a new order of nurse call cables to test with the alarms and the alarms worked fine. This was discovered during setup therefore no patient incident or injury occurred.

Manufacturer narrative:
The products have been requested but have not been received. Note: this report is based solely on the initial information provided by the user. Manufacturer references file # (B)(4).